Manufacturer narrative:
Five photos were provided of lenses in lens case bases. As the lens for this file remains implanted, the photos are not applicable to this file. The account indicated the use of a qualified associated cartridge and viscoelastic. A company iii handpiece was also indicated. The product investigation could not identify a root cause for the reported complaint. The product was not returned to evaluate. Information was provided that the account indicated using a minimal amount (<1ml) of viscoelastic in the cartridge. The instructions for use (IFU) instructs to completely fill the cartridge with ophthalmic viscoelastic device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that upon implantation, chips were noted around edge of lens. The surgeon chose to leave the lens implanted. Additional information received stated that patient's left eye was involved. There was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).